Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, frayed wires were noted at the instrument tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.